Event description:
It was reported that the pt underwent a catheter revision on (B) (6) 2010, for an unk reason. Things were going well until two weeks after the catheter revision, the pt experienced increased spasticity and had severe headaches that worsened upon sitting. The pt also had fluid accumulation around the scar on the back as well as at the pump pocket site. A csf leak was suspected. A catheter dye study was performed and the image taken during the course of the study confirmed a disconnection. The pt had another catheter revision on (B) (6) 2010. The sutureless connector was not "straight onto the pump." Per the reporter, after the dye was injected into the cap, it pooled in the pocket outside the pump connector. There was not a spinal csf leak present on the CT myelogram; it was likely from the sutureless connector where it disconnected from the pump in the pump pocket. It was noted that the doctor "routinely checks connection by twisting and tugging on connector after attaching to pump." The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). A portion of the catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.